Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the distributor : the unit was involved in an unusual event on 18/5/23 at 21:00. It alerted on a flow problem. After that during a training it alerted strong, a white screen was shown and the unit shut down. After that it turned on without parameters. The customer tested the unit and he found a problem with the voltage between pin 1 and pin 19: 4.81v. All the other tests passed.